Event description:
It was reported that during an unspecified procedure, device damage occurred. The physician was attempting to place a 10 x 40 endoprosthesis endoscopic biliary wallstent. When the physician attempted to release the stent, severe resistance was met and the t-bar broke, failing to release the stent. The procedure was completed with another biliary wall stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.